Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Log review do not support any ventilator malfunction. The root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator did not deliver volume. There was no patient harm. Manufacturer ref.#: (B)(4).